Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: was the leak fluid or air? Fluid. Please confirm the safety check below. Was the leak contained within the instrument? No, was there spray of fluid under pressure? No, what was the fluid that leaked? Biohazard, did biohazard leak before or after waste line? After waste line, was the waste mixed with decontamination or bleach? No, was the customer/bd personnel physically in contact with the fluid? No. There is a trace of liquid leakage from the cart valve.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 30may2021 to 30may2022. ¿ complaint trend: there are (B)(4) complaints related to leak issues with cable/ wiring/ connector/fitting (B)(6). Date range from 30may2021 to 30may2022. ¿ manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a loose p2 fitting. The original wo ¿ (B)(4) with case #. (B)(4) (pr (B)(4)) was created in relation to an issue that the support arm that was not moving well and could not be measured. The field service representative (fsr) replaced the set of aspirator arm and confirmed that the ejector arm works without any problem. During the work performed, the fsr discovered two more issues and created two additional cases, case #(B)(4) (pr (B)(4)) and case# (B)(4) (this case pr (B)(4)). In this case (case # (B)(4)), the fsr noted that there is a trace of liquid leakage from the cart valve (cart manifold p2 fitting). The fsr presumed that the fitting was loose and proceeded to clean and tighten the p2 fitting. This solved the issue and there was no liquid leakage even after mounting the prime more than 5 times. It was confirmed that the instrument is working normally. No return sample was requested because no parts were replaced for this case. Users should wear proper ppe (personal protective equipment) while operating the instrument as stated in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, starting on page 147 in cleaning the surfaces. In addition, proper handling of fluidic filters can be found starting on page 149, maintenance. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2016 defective part number: n/a wo # : (B)(4): subject : the movement of the support arm is poor and measurement cannot be performed description : the movement of the support arm is poor and measurement cannot be performed work performed : "(treatment) ·replacement of aspirator arm set ·redlaserrealization change (19.3 16.00) 1: replaced 3 cart clean couplings. (User parts used: 2 333045, 1 333046) 2: cleaning and p2 fitting have been tightened. " " " (result) ·we have confirmed that the aspirator arm works without problems. · loader test execution operation normal · cv% value check with ultrarainbow beads · cst implementation (checkperformance) ... All pass ·7color... Allpass 1: we confirmed that air does not enter and circulates. 2: prime more than 5 times, but there is no liquid leakage. " cause : "(phenomenon) · it was confirmed that the arm does not rise even if the cart pressure is normal. 1: no clean circulation, air enters 2: there is a trace of cart manifold p2 fitting liquid leakage" " (cause) ·this is caused by malfunction of the aspirator arm. 1: damage due to deterioration of cart coupling. 2: fittings are presumed to be loose. " solution : "(result) ·we have confirmed that the aspirator arm works without problems. · loader test execution operation normal · cv% value check with ultrarainbow beads · cst implementation (checkperformance) ... All pass ·7color... Allpass 1: we confirmed that air does not enter and circulates. 2: prime more than 5 times, but there is no liquid leakage. " case#: 01698136 : subject: damaged cart clean coupling description: damaged cart clean coupling case comments: o (5/29/2022 10:09 pm) damaged cart clean coupling (5/29/2022 10:14 pm) there are two newly discovered troubles. The first is the damaged cart clean coupling case number: (B)(4) supported by parts replacement the second is that there is a trace of liquid leakage from the cart valve. Case number: (B)(4) supported o original wo: wo-(B)(4) case #: (B)(4) subject: there is a trace of liquid leakage from the cart valve. Description: there is a trace of liquid leakage from the cart valve. Case comments: o (5/29/2022 10:11 pm) there is a trace of liquid leakage from the cart valve. O (5/29/2022 10:12 pm) there are two newly discovered troubles. The first is the damaged cart clean coupling case number: (B)(4). Supported by parts replacement. The second is that there is a trace of liquid leakage from the cart valve. Case number: (B)(4). Supported o original wo: wo-(B)(4) ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: (B)(4). Quick disconnect o function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure o potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard o potential cause(s) / mechanism(s) of failure: waste fitting leaks o current controls: 1. Pump compensates for leaking. O recommended actions: n/a o actions taken: na o initial severity: (B)(4) o initial occurrence: (B)(4) o initial detection: (B)(4) o initial rpn: (B)(4) mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a loose p2 fitting. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a loose p2 fitting. During wo-(B)(4), the fsr found that the p2 fitting had traces of a liquid leakage and tightened it to prevent any further leakages. No one was harmed or injured, and no medical treatment was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air fluid 2. Was the leak contained within the instrument no 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No. There is a trace of liquid leakage from the cart valve."